Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual and tactile examination of the balloon was subjected to positive pressure and was returned in a deflated state. No kinks or damages identified on hypotube shaft. A kink was identified on the midshaft, 2.4cm proximal from the port exchange. A detailed microscopic examination of the balloon material identified no issues. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues. A microscopic examination of the tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. ================================================================== good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, due to calcification, the device failed to cross and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, due to calcification, the device failed to cross and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.